Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding,a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported conflicting results with the ID now covid-19 assay on nasopharynx samples from the same patient on (B)(6) 2022. The customer stated that the first test generated a positive result and the second test which was performed on a second sample generated a negative result. The patient was reported to be asymptomatic. No further information was provided.

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.